Manufacturer narrative:
The insulin pump was received with a missing display window and a cracked case at the display window corners. The insulin pump was received with a cracked end cap and a broken reservoir tube lip.

Event description:
The customer reported via phone call that his pump was breaking. Customer rewound the pump so he could put insulin into it. Customer stated that the piston had gone out the other direction and came out of the back part of the pump. Customer stated that when rewinding the pump, it pushed out of the back of the pump. Customer is not sure how the back part of the pump came loose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.